Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon was used during a procedure for treatment of a stenosis in the stomach. According to the complainant, during the procedure, the device was advanced through the scope into the patient. It was then noted that the black exit marker on the catheter of the device became crimped or bunched up. It was reported that the balloon could not be withdrawn through the scope and therefore the catheter was cut. The device was removed from the scope with a foreign body removal instrument. No pieces of the device detached inside of the patient. A second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon was used during a procedure for treatment of a stenosis in the stomach. According to the complainant, during the procedure, the device was advanced through the scope into the patient. It was then noted that the black exit marker on the catheter of the device became crimped or bunched up. It was reported that the balloon could not be withdrawn through the scope and therefore the catheter was cut. The device was removed from the scope with a foreign body removal instrument. No pieces of the device detached inside of the patient. A second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information confirmed the device and the endoscope were removed together from the patient.

Manufacturer narrative:
(B)(4): investigation results. Visual evaluation of the device revealed the exit marker portion of the device to be loose/detached. The catheter was found to have been cut by the customer. The complaint that the exit marker bunched up was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure, such as resistance to movement of the catheter through the scope. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4)